Manufacturer narrative:
Investigation summary: six photos were received and evaluated. Four photos displayed the medication vial from different angles. Two photos displayed a loose 3ml syringe with blunt cannula attached. It was observed there was approximately 1ml of clear fluid and a small red foreign matter particulate inside the syringe. The particle appeared to be a piece of the vial septum. No defects were confirmed with the returned product. It is possible the product was not used with the appropriate septum. Per product specification bd® syringe with blunt plastic cannula provides sterile needleless access into: vials designed for needleless access and pre-slit septum vial adapters for the withdrawal and measurement of fluids. Pre-slit septum IV systems for dispensing fluids. The reported defect was not identified in the photos received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that an unspecified number of bd 3ml syringe with luer-lok¿ tip with blunt plastic cannulas experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no.: 303346 ; batch no.: unknown. It was reported that when the nurse pierced the vial, a piece of the coring from the top of the vial was in the syringe. Verbatim: customer called in with issues regarding the # 3033496 3ml syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd 3ml syringe with luer-lok¿ tip with blunt plastic cannulas experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no.: 303346 batch no.: unknown. It was reported that when the nurse pierced the vial, a piece of the coring from the top of the vial was in the syringe. Verbatim: customer called in with issues regarding the # 3033496 3ml syringe.